Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One suture tangled in a labeled winding former and one needle outside the foil packet were received for analysis. Product code nw1326. Upon visual assessment of the returned sample, it was noted that the suture was broken in several segments due to the process of degradation began. Furthermore, the needle was examined and found to still be attached to one suture piece. The foil packet was visually inspected, wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: were there patient consequences? If yes, please explain. No. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. ¿ couriered complaint sample (B)(4) ¿ 1 foil today by (B)(4) courier and tracking no is (B)(4). Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). ¿ mr (B)(6) ¿ pharmacy head.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the surgery, when dr took out the suture from the pack then it broke into 2 pieces and the surgeon has complained that the suture is breaking very easily. Upon visual assessment of the returned sample, it was noted that the suture was broken in several segments due to the process of degradation began. Furthermore, the needle was examined and found to still be attached to one suture piece. The foil packet was visually inspected, wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. No adverse patient consequences were reported. Additional information was requested.